Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable determine a conclusive cause for the reported stent dislodged prior to use. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that before use, after removal of the protective sheath, the stent was noted to be dislodged. The device was not used, there was no patient involvement and no clinically significant delay in procedure. Another xience alpine was used to complete the procedure. No additional information was provided.